Event description:
It was further reported that the cause of death as listed on the death certificate was cerebral vascular accident, coronary artery disease, kidney disease and diabetes mellitus. No autopsy was performed.

Event description:
(B)(4). It was reported that post a stenting treatment procedure, patient death occurred. The patient presented at the time of the index procedure due to stable angina (ccs class 2). Cardiac catheterization revealed a 90% stenosed and 18mm long lesion located in the first obtuse marginal (om1) with a reference vessel diameter of 2.5mm. This was treated with predilation and deployment of a 2.5x24mm ion study stent and post dilation resulting in 0% residual stenosis. The patient was discharged the following day on aspirin and clopidogrel. An unspecified period of time later, the patient developed progressive confusion, a urinary track infection, had poor oral intake and generalized pain. (B)(6) 2011: the patient became unresponsive. The following day, examination found the patient was unresponsive to verbal stimuli, but responded "with moaning" to repositioning and tactile stimuli. The patient had labored respiration with intermittent periods of apnea with cyanosis of the nail beds. One day following this, the patient experienced increased "gurgling" with respiration with pupils non-reactive to light. The patient was pronounced dead the same day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).